Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: tamper seals were intact. Right and left plunger cases cracked. Functional and occlusion testing was conducted. The reported event of motor rate error was replicated during occlusion test. Motor rate error was identified in event history log review. The reported issue was confirmed. The root cause was determined to be combination of motor bracket, worm coupling, leadscrew and clutch halves (found old, dirty and worn out) which is attributed to the age of device. The following actions were taken: replaced multiple parts on motor assembly and clutch assembly. Additional repairs included: replaced right and left plunger cases, ear clip, worm coupling, wavy washer and delrin washer, motor mount, lead screw, right and left clutches. Functional and occlusion tests all passed after repair.